Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2016, a 30mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. The widest ostium was 21.3 and the greatest depth was 40mm so it's completely accommodated by 30mm device. One partial recapture was performed, pass criteria was met and the device was released. The procedure was unremarkable. In (B)(6) 2017 the patient presented with aphasia. The 45 day follow-up and current transesophageal echocardiogram (tee) were both clean. It was noted that the patient ran out of plavix for about one week. When they went to discharge the patient they were diagnosed with right arm weakness and expressive aphasia. A thrombus was located in the brain in the ¿distal left m2¿ the patient received tissue plasminogen activator (tpa) to break up the clot and their symptoms resolved.